Manufacturer narrative:
An investigation has been initiated based on the reported information.

Event description:
The customer reported that when contrast liquid was injected through the tubing, the extension tubing broke apart at the part where the tubing is joined to the connector end. The tubing was discarded. No patient injuay was reported.